Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment, there was no angulation or kink noticed in the delivery system, and an 10f delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was selected for implant using amplatzer trevisio intravascular delivery. During deployment, the occluder deformed to cobra shape, so device was removed from the patient. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was replaced with a 26mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.